Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the received tfna nail is broken as complained. The breakage runs through the walls of the head element/blade hole. In general, the device is in used condition with discolorations and scratches on the surface. All features related to the reported complaint condition were reviewed and no other issues were identified. Dimensional inspection: checked dimension with caliper per relevant drawing. Outer diameter head was measured result = pass. Inner diameter head near breakage point was measured result = pass. Document/specification review: product drawing was reviewed during this investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Raw material receiving/putaway checklist met all inspection acceptance criteria. Summary: the complaint condition is confirmed as the nail was found broken. The for the complaint relevant dimensions were checked as far as possible and found to be within specifications. This production lot was manufactured in april 2016 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. The correct material was used. No product issues or discrepancies were observed that may have contributed to the complaint condition. A manufacturing related issue can be excluded. We are not able to determine the exact cause of this breakage. Based on the provided information we can only assume that the existing patient¿s comorbidities (multiple myeloma, radiation therapy) did lead to an early fatigue failure of the osteosynthesis material. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B3: event occurred on an unknown date in 2020. Investigation summary picture review: narrative (nail breakage) could be confirmed from provided x-ray. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H4, h6: a device history record (DHR) review was conducted: part number: 04.037.029s, 10mm/125 deg ti cann tfna 380mm/left ¿ sterile, lot number: h079032 (sterile), manufacturing date: 20-apr-2016, expiration date: 01-apr-2026, lot quantity: 5 . One piece was scrapped in cell, qa final inspect, for an unacceptable surface finish. Work order traveler met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, in-process / inspect dimensional / final, met all inspection acceptance criteria apart from the one piece noted. Inspection sheet, tfna assembly inspection, met all inspection acceptance criteria. Packaging label log lppf, lmd/lpf rev ab was reviewed and determined to be conforming. Scn supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.2, lock prong 125 degree, tfna, bp55, lot number: 9810458, lot quantity: 96. Purchased finished goods traveler met all inspection acceptance criteria. Part number: 04.037.912.4, wave spring, shim ended, bp55, lot number: 9850931, lot quantity: 1,002, work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection, met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley dated 18-sep-2015 were reviewed and determined to be conforming. Part number: 04.037.912.3, tfna lock drive, bp, lot number: 9927107, lot quantity: 80. Work order traveler met all inspection acceptance criteria. Inspection sheet ns062925 rev d met all inspection acceptance criteria. Part number: 21127, timoagri16.00, bp8, lot number: 9902536, lot quantity: 2,480 lbs. Certificate of analysis supplied by metalwerks pmd, inc. Dated 14-aug-2015 was reviewed and determined to be conforming. Lot summary report dated 18-sep-2015 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: lockscr ø5 l52 f/nails tan light green (product code: 04.005.534, lot #: 2l19302, quantity: 1), lockscr ø5 l44 f/nails tan light green (product code: 04.005.542, lot #: 1l91184, quantity: 1), tfna helical blade perf l85 tan (product code: 04.038.385s, lot #: h761163, quantity: 1), tfna end cap extens. 0 tan (product code: 04.038.000s, lot #: 9837973, quantity: 1). This report is for one (1) 10mm/125 deg ti cann tfna 380mm/left - sterile.

Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Occupation: reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, patient underwent revision surgery due to a broken trochanteric fixation nail advanced (tfna) nail. The nail was discovered broken at the blade. The nail was originally implanted on (B)(6) 2020. The patient had undergone radiation treatment against a multiple myeloma due to which the fracture was unable to heal. The tfna nail was unable to cope with the load. The patient will be treated with a proximal femur replacement. This report is for an unknown tfna nail. This is report 1 of 1 for (B)(4).